Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the carotid artery using a neuron max 6f 088 long sheath (neuron max), a penumbra system red 72 reperfusion catheter (red72), and a guidewire. During the procedure, the physician experienced resistance while using the neuron max, red72, and guidewire, but was still able to perform aspiration. The physician successfully completed one pass and considered the procedure complete. While removing the devices from the patient, the physician continued to experience resistance and difficulty. Upon removal of the red72, the physician noticed that the red72 was stretched and fractured. It was reported that no material of the red72 was left in the patient. There was no report of an adverse effect to the patient.